Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
A review of the provided x-ray images on pages 19-23 finds paper copies rather than x-ray films. They are of generally poor quality. It is possible to confirm the reported dislocation event and that same, and best quality, image the acetabular cup position appears to have very little anteversion angle. In addition to the reported soft tissue issues the neutral cup position may have also contributed to the anterior impingement leading to posterior dislocation. Please update the acetabular cup product coding to reflect mis-positioning.